Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
An hcp reported the customer was unable to test due to his adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported customer experienced unspecified symptoms of hypoglycemia and self-treated (unspecified). Customer self-presented to a health center where he was diagnosed with hypoglycemia and treated with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.